Event description:
Customer reported she experienced hyperglycemia due to a leak in the infusion set. Her blood glucose was in the 400 mg/dl range, and she delivered a bolus. She detected moisture around her insertion site and removed the infusion set. She found the cannula was bent against the outside of the skin. She delivered an insulin injection as treatment. The infusion set was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.